Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during unpacking for a coronary stenting treatment procedure, the packaging of the device was torn. The box and pouch of a 2.50x12mm promus element plus drug-eluting stent was already torn when it was taken off the shelf. It was thought that it probably happened during shipment. The stent inside the box was totally "unaffected and fine". The procedure was completed with another of the same device and no complications were reported.